Manufacturer narrative:
Age at time of event: (B)(4). Device evaluated by manufacturer: the balloon was returned in an inflated state with contrast. Due to the amount of dried contrast inside the lumen and balloon, the device was soaked in a warm water bath. An inflation device was connected to the hub to pressurize the balloon, however, the balloon would not inflate. The contrast media inside the lumen and the balloon appeared to be thicker than the normal contrast media which could be have contributed to the inflation/deflation issue. There were numerous shaft kinks located throughout the shaft and the tip had a flared appearance. The proximal bond was inspected and there was no evidence of a neckdown. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure deflation difficulty was noted. The 90% stenosed lesion was located in the non-tortuous and non-calcified right coronary artery. The physician advanced the 15mm x 3.00mm apex monorail balloon catheter up to and across the lesion with no difficulties. The apex balloon was inflated once to 'nominal' pressure and it was noted that the apex balloon inflated slowly. When the physician deflated the apex balloon, it was noted that the apex balloon deflated slowly. Once the apex balloon was deflated, the apex balloon catheter was removed and a different balloon catheter was used to complete the procedure. No patient complications were reported and the patient's status is ok.